Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient's ins recharger (insr) was not communicating with the ins and that they were getting the reposition antenna screen. It was also noted that the insr would continue to stay on by itself which depleted its battery. The patient stated that the last time they had felt stimulation or had a successful recharge session was 2 weeks prior to the report. The patient could not troubleshoot with the patient programmer because they did not have one and it was reviewed that the ins might be in over-discharge. A new insr was sent to the patient, and they were advised to follow-up with their hcp if the issue did not resolve. No further complications were reported.